Manufacturer narrative:
This initial and final emdr is being submitted to FDA for a reportable event that occurred outside the USA. "Posterior capsule rupture" is indicated as a potential adverse event related to iol implantation in hoya IFU covered under the warnings section. The product was not returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. We could not confirm the reported event since no surgery video was provided. No abnormalities were found in production and inspection records of the product. ((B)(4) model: 255). The exact cause was not determined. However, based on the available information and our investigation, we believe this event was not caused by our product quality. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
Small posterior capsule damage occurred at 12 o'clock during iol insertion. The iol was not explanted.